Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit field service engineer (fse) adjusted eye tracker, verified card reader and performed system verification as per sir (service installation record). Field service engineer referred to clinical for training and contacted clinical application specialist (cas). The root cause could be concluded as external, use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported eye tracker issue. Additional information has been requested.